Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient was admitted to the hospital for peritonitis. The duration of the hospitalization was approximately 6 weeks. The reporter considered the event medically significant. It was unknown if any remedial therapy was given or if therapy was continued with dianeal pd4 ambuflex. The outcome of the peritonitis was unknown. The consumer did not provide an assessment of causality and declined to provide further information.